Manufacturer narrative:
Annex b: b21; annex c: c21; annex d: d16. Added pi to the unique device identifier (UDI)# field. Annex b: b01; annex c: c20; annex d: d15.

Event description:
It was reported that the device door doesn't show as closed. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device door doesn't show as closed. There was no patient involvement.

Manufacturer narrative:
Annex c: c20; annex d: d15. Additional information: annex c: c16; annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of door doesn¿t show as closed was confirmed. On 26-sep-24, pca was received unboxed and with paperwork. Fails door detect, always shows as open. Missing door latch screw. Screw replaced. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device door doesn't show as closed. There was no patient involvement.